Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during flap creation the doctor noted air leakage and the patient's eye had shifted. The negative pressure was abandoned and the operation was stopped. The surgery was completed after replacing the patient interface. There was no patient harm. Upon follow up, it was indicated there was no harm to the patient and the patient's vision is normal. Additional information received indicated the air leakage occurred after the laser fired. The doctor stated the vacuum may not be enough.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The review of logfile for the day of treatment shoed the reported treatment was interrupted by pressing the vacuum pedal on the foot switch by user. At system startup, no error messages or parameter deviations could be seen from the log file which point to the problem described. The three system test for vacuum, energy and ablation were executed by the user without any problems. According to the log file, the treatment was aborted after the warning message. The message indicates the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, so the reported treatment was aborted. The user restarted the aborted treatment and completed it without any problem. There was no technical problem detectable. The root cause for the reported event is user handling. The manufacturer internal reference number is: (B)(4).